Event description:
Two needles broke off in the joint during the procedure. Surgeon was able to retrieve one piece but could not locate the other broken piece. Sales rep states the surgeon was taking too large bites of tissue during the case. There is no additional info available at this time.